Manufacturer narrative:
The events of malposition and migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported via national breast implant registry (nbir) "device migration/implant malposition¿. This record is for the left side. Device was explanted.